Manufacturer narrative:
No pt involved. On april 27th, 2006, gambro technical services (gts) field rep visited the facility for second time for the same issue (refer to MDR 9616240-2006-00283). He inspected the machine and replaced and calibrated d1/d2 flowmeters, recalibrated p2 pump. He performed numerous full simulated runs with complete tubing set-ups and full t1 tests with no errors. Prime system functioned properly.